Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with a list of instructions to resolve the issue; however, it could not be confirmed if the customer repaired the device or if the issue was resolved. Multiple good faith efforts (gfe) were performed on 25-sep-2023, 05-oct-2023, and 11-oct-2023 for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1122 ((cbit) check vent: blower temperature high). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 1122 ((cbit) check vent: blower temperature high). During troubleshooting, the rse provided the following instructions to the customer: verify that the air inlet filter was not dirty or blocked; verify that the cooling fan was operational; replace the blower.